Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer had high blood glucose. The customer's blood glucose was 400's mg/dl. The customer's spouse declined troubleshooting on insulin pump for high blood glucose. The customer treated high blood glucose with bolus with the insulin pump. The customer's spouse reported that the infusion set cannula was bent. The insulin pump will not be returned for analysis.